Event description:
It was reported that a routine chest x-ray done post implant noted a 2.5 cm apical pneumothorax. The patient was asymptomatic. No medical intervention required. No further patient complications have been reported as a result of this event.